Manufacturer narrative:
(B)(6). Manufacturing date: february 1, 2017 ¿ february 2, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspection were performed and noted a ruptured bladder, there were no other signs of abnormalities found. The reported condition was verified and the cause is unknown. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate burst during filling. The device was filled with sodium chloride. There was no patient involvement. No additional information is available.